Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "suture size different from being shown on the packing..." Could you please elaborate on this statement? What difference was noted between the suture thread size and the labeled size? Please explain. Is there evidence that could suggest that the reported suture was part of a product mix in the package? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture size different from being shown on the packing also needle came off from suture after the first pass in tissue. There were no surgical delays reported. There were no patient consequences reported. Additional information was requested.